Manufacturer narrative:
The complained product was not available for investigation. Maquet cardiopulmonary (B)(4) is aware about a similar complaint. Thereby the product was investigated in the laboratory of the manufacturer. It was determined that the blue filter cap could be removed easily by hand. Furthermore a device history record was performed for the complained product of complaint # (B)(4) by maquet (B)(4). Thereby no abnormality was found. Moreover no scrap record for the related material was found. A probable cause was determined as a material failure according to the received supplier complaint statement. Based on the investigation results of a similar complaint and the information available at this time the reported failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device was not available for investigation. Therefore the reported problem could not be duplicated. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process.

Event description:
It was reported that the blue closing cap air intake of the cardiotomy filling line does not hold and there are blood leakages when filling with red blood cells. (B)(4).